Event description:
Event description guidant received information that this pacemaker patient experienced a syncopal episode and was admitted to the hospital. The patient had an intrinsic heart rhythm of 55bpm, the pacemaker was functioning properly, and the patient had a low blood sugar. The pacemaker is included in the recent field advisory for a failure mode 1 and 2.